Manufacturer narrative:
(B)(4).us157856 964770 m2a-magnum pf cup 56odx50id. 157450 262260 m2a-magnum mod hd sz 50mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s left hip was revised approximately 4 years post-implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of the op notes received 05/22/2014, it was noted that "during the removal of the well seated stem, there was some damage to the anterior cortex of the femur".